Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error when the iesu was powered on. To correct the issue, the fse replaced the iesu. The system passed all required tests and was verified for use. Isi received the iesu for failure analysis investigation. The unit was placed on an in-house system and run in normal mode. The customer reported issue was confirmed and reproduced.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy procedure, an error occurred on the integrated electrosurgical unit (iesu) when the customer was activating monopolar energy. T reported issue was not resolved with troubleshooting and the assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The customer stated that an external esu (covidien) did not work either. The surgeon was not able to continue the procedure without monopolar energy; therefore, the surgeon elected to convert the procedure to open surgery. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury. The procedure was aborted after ports were placed, and the procedure was rescheduled.